Manufacturer narrative:
Manufacturers ref# (B)(4). Initial MDR was submitted by cook inc under manufacturer report reference#1820334-2019-02506 additional information provided determined that this device was manufactured by william cook europe. With the submission of this initial report, william cook europe informs that all future submissions regarding this complaint will be handle by william cook europe. (B)(4). Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported anxiety/depression, mental anguish, and stress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to initial reporter: it is alleged that the patient received a gunther tulip ivc filter device on (B)(6) 2008. It is alleged that the patient allegedly received an implant on (B)(6) 2008 via the internal jugular vein due to prior combination of deep vein thrombosis (dvt)/pulmonary embolism (pe) recurrent dvt/pe. The patient alleges vena cava/organ-mesenteric perforation. The patient further alleges anxiety/depression, mental anguish, stress, pe, and dvt. (B)(6) 2008, per a report from implant report; ¿findings: ivc-gram demonstrates normal venous anatomy. There is no thrombus within the ivc. A celect removable filter was deployed in the infrarenal ivc. (B)(6) 2017, per a report from computed tomography; ¿vascular/lymphatics: no enlarged lymph nodes by CT size criteria. Abdominal aorta is normal in caliber. Minimal abdominal aortic calcifications. Infrarenal ivc filter in place within the inferior vena cava at the level of l2-3, with the for larger caliber struts extending approximately 4mm exterior to the ivc walls.¿ patient outcome: medications: warfarin (2007-present), atorvastatin (2017-present).